Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of discomfort and soreness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of pain: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the cheeks. Two weeks after injection, the patient had a "max rs laser treatment. Two weeks after the laser treatment, the patient complained of "discomfort" in the cheeks. Patient was given antibiotics which helped. The patient is still experiencing soreness.